Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During the first inflation at 6 atmospheres for 2 seconds, the balloon ruptured from a pinhole at near the center of the balloon. The device was removed using normal method without issue and the procedure was completed with another of the same device. There was no patient injury as a result of this event. There were no patient complications as a result of this event.